Event description:
Customer reported the left monitor has a burn-in spot. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and replaced the monitor. System operates as intended. This MDR is related to ge healthcare.